Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator is inoperable. The user states the device does not start and there are internal impurities in the device. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.